Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On an unknown date, the patient was treated with reflin 1 gm (frequency and route not reported) and tobramycin 40 mg (frequency and route not reported) for peritonitis. At the time of this report, treatment with reflin and tobramycin was ongoing and the patient was recovered from this peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.